Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000sr analyzer while reaction vessels of lot 78387p100 were in use. The issue was resolved by replacing the reaction vessels with lot 79536p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The territory mgr of a (B) (6) pt contacted lifecor customer support to report that the pt's device is not working. The pt went to the hospital for an x-ray, and the electrode belt was ripped from the monitor when the lifevest was removed. The pt was issued a replacement electrode belt.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that a maquet light fell down in the operating room onto the floor. No injuries were reported. (B)(4)